Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: during investigation, the keypad buttons were found to respond appropriately. There was no evidence of damage to the keypad. The keypad was removed and no defects were identified with the keypad button contacts. The pump cover was opened and moisture corrosion was observed near the keypad connector and on the transceiver board. Unrelated to the original complaint, the display was found to be dim and discolored. The original complaint of button keypad under-responsiveness could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.